Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer is having button error and keypad unresponsive on the insulin pump. Customer's blood glucose at that time was 129mg/dl. Advised the customer that the insulin pump would be replaced. No further information provided.